Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the hospital: "during the case a small leak was seen from the 3 way tap on the post oxy purge line, the case was not compromised, as it was only a few drops with a short bypass time. After the case we examined the outlet and noticed a crack on the outlet. The purge line was not overtightened,and was not seen during priming." (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). A trend search has been performed on 2018-01-11 (search for material number 70104.9185, issue: leakage at three way tab) which came to following results: no other complaints were recorded since the last 12 months. Based on the recent sales numbers of the last 12 months 2416 following occurrence rate has been calculated: (B)(4) %. Thus the occurrence rate for this root cause is below 1% due to this information no systemic issue could be determined. Investigation by laboratory: sample has been received on 2018-01-24. Investigation has been performed on 2018-04-24. The sample has been investigated as follows: cleaning with water and natrium hypochloride, visual inspection and a tightness test according to lv 201 (blood side). The tightness test according to lv 201 shows a leakage at the luer lock of the blood outlet connector and at the luer connection of the de airing port (red). There were detected a crack on both luer connections. Most probable root cause could be determined as crack in the luer connection. Thus the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation initiations will be completed at this time.

Event description:
(B)(4).